Event description:
It was reported via repair work order that the head end lift was elevated and would not lower due to malfunction power coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer is going to repair.